Event description:
This lead was explanted and replaced due to high thresholds and high impedances. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed signs of abrasion between 2 cm and 4 cm proximal to the lead tip which most likely resulted from constant friction against modified tissue. However, the insulation was intact. During further visual inspection deformations of the inner coil close to the is1 connector pin were found. These damages were caused by over rotation of the inner coil during the retraction of the fixation helix. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.